Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. A getinge field service engineer (fse) evaluated the unit and found the top display had static interference and was distorted. The fse found the issue was with j14 on the video generator pcb and replaced the top level display assembly (0997-00-1181) . The unit was calibrated and functional tested without any further issues. Released to customer and cleared for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part with a reported unit failure of the display having static interference and distortion. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Display had static distortion. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure. Based on the information in the complaint, most probable root cause for display issues is failure of the video generator board due to damaged j14 connector.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and found the top display had static interference and was distorted. The fse found the issue was with j14 on the video generator pcb and replaced the top level display assembly (0997-00-1181) . The unit was calibrated and functional tested without any further issues. Released to customer and cleared for use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen was not working.. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6). A supplemental report will be submitted upon completion of our investigation.